Manufacturer narrative:
The reported event of ¿insulation damage leading to noise resulting in oversensing and inappropriate automatic mode switch (ams)¿ was confirmed. As received, a partial lead (only distal portion) was returned in one piece. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the reported event was due to the external abrasion breaching the outer insulation and exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that there was alleged insulation damage leading to noise resulting in oversensing and inappropriate automatic mode switch (ams) observed on the right atrial (ra) lead. Diagnostic imaging was performed, and no anomalies were observed. The ra lead was explanted to resolve the event. The patient was stable with no consequences.